Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found intact. The investigation found the plunger case seal torn, missing rubber foot, grommet plunger tube seal loose in pump. The pump event history showed a motor rate error. The root cause of the reported issue was jamming of the grommet seal inside the pump and which was causing the plunger tube to not flow smoothly. Actions were taken to mitigate the reported issue: the technician replaced case top, case bottom, and both plunger cases due to physical damage. Installed missing cable guard. Replaced force sensor due to cable damage. Replaced grommet seal. Performed functional/delivery tests which passed.

Event description:
It was reported that motor error was displayed. No patient injury was reported.